Event description:
Report received of approximately ten undocumented incidents of burst tubings when used with high pressure injectors. It was reported that pressures can reach 300 psi and in some cases, the injector has alarmed. It was reported by the account that they believe that with the clave valve, the pressure is not released, and as it increases, it eventually causes the tubing to burst. There have been no reported adverse patient effects. Add'l info has been requested, but no further info has been provided.